Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and to provide additional information obtained from the user facility. Follow up communication with the user facility initial reporter was received. It was reported to olympus that problem was determined to be "operator error." No further details were provided. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was related to the user handling of the product.

Event description:
The problem, as reported to olympus, was identified prior to a procedure. There was no delay in the procedure in which the device was used. The intended procedure was completed using the same device.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the sdi 1 and sdi 2 inputs were not functioning. There was no patient injury or harm, associated with the problem, reported to olympus.